Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply and gpos cpu pcb. System operating as intended.

Event description:
Customer reported the system locked up and would not reboot. No patient injury was reported.